Manufacturer narrative:
Updated fields - b4, d9, e4, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and initial visual inspection did not show any signs of physical defects. Stretched the display to console cable to check for continuity. In the service menu, fse was able to test the display by cycling through the pixels left to right. Unit did not show signs of display issues during troubleshooting. Could not duplicate. Allowed unit to operate in clinical mode for three hours. Screen did not show signs of losing connection.

Event description:
N/a.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump's (iabp) screen backs out intermittently. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.